Event description:
Ambulance staff attempted to use the device to monitor a 37 year old male that had been struck by lightening during a storm. The pt had a down time of approximately 1 hour. It was raining heavily during the reported event. The monitor allegedly displayed the message ra lead off the pt's electrocardiograph was not displayed. The monitoring electrodes were changed but the ra lead off message continued to be displayed. Paddles monitoring was successfully used as an alternative. The pt was diagnosed as asystolic. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.